Manufacturer narrative:
A photo was submitted for evaluation. There was no event history log to review. After reviewing the submitted photo, the customer reported problem was confirmed via photo. The most probable cause for the plunger problem is that the timing plates were being incorrectly assembled by the customer as the left plunger case is an evco part while the right plunger case is a providence part; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported, the pump had plunger problems. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.